Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected, and the customer's indicated failure mode for adapter separation was not observed. As the customer samples received were contaminated, no further evaluation was conducted. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for adapter separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the adaptor on the 21 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set separates during use. No serious injury or medical intervention noted.